Event description:
This case was reported by a consumer and described the occurrence of vasculitis in a (B)(6) female pt who used polident adhesive extra hold (formula (B)(4)). A physician or other health care professional has not verified this report. Concurrent medical conditions included allergy to makeup, cardiac stent (five inserted over the years) and vasculitis. In 2008, the pt began using polident adhesive extra hold at unk dosing. An unk time later, the pt experienced vasculitis and constipation which turned into diarrhea. This case was assessed at medically serious by gsk. At the time of reporting, the outcome of the events was unresolved.

Manufacturer narrative:
Polident adhesive extra hold is marketed under the trade name super poligrip original in the united states. Polident adhesive extra hold was manufactured in (B)(4), and the lot number nor product was available. (B)(4).